Event description:
It was reported that the black eye coupler has detached from the ar-3350-4031 after only a few uses.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023.  Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause of the reportable failure can be attributed to misuse due to using the incorrect cleaning detergent/procedure.